Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 57-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage c cardiogenic shock. The patient¿s comorbidities were not reported. The patient was primarily supported with extracorporeal membrane oxygenation (ECMO) at the time of impella cp support. During ongoing support, the patient was noted to have a mottled right lower extremity at the impella access site, and distal pulses were unable to be obtained, consistent with limb ischemia. The cause of the ischemia was not reported, and no further details regarding evaluation or interventions were provided. Additionally, hematuria was observed during support; however, no further clinical details, diagnostic evaluation, or interventions were reported regarding this finding. The patient remained on impella cp and ECMO support at the time of reporting.

Manufacturer narrative:
Additional information has been provided in d3. Patient-device interaction (hematuria): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
Updated clinical narrative: (with aei). Approximately 10 days after the reported events, a decision was made to withdraw care, and the patient subsequently expired. The death is being reported but is not related to the event and is most likely attributable to the patient¿s presentation of acute myocardial infarction, cardiogenic shock (scai stage c), dependence on extracorporeal membrane oxygenation as primary support, and overall progression of critical illness leading to withdrawal of care. Previous updated clinical narrative: an impella cp device was inserted via the right femoral artery in a 57-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage c cardiogenic shock. The patient¿s comorbidities were not reported. The patient was primarily supported with extracorporeal membrane oxygenation (ECMO) at the time of impella cp support. During ongoing support, the patient was noted to have a mottled right lower extremity at the impella access site, and distal pulses were unable to be obtained, consistent with limb ischemia. The cause of the ischemia was not reported, and no further details regarding evaluation or interventions were provided. Additionally, hematuria was observed during support; however, no further clinical details, diagnostic evaluation, or interventions were reported regarding this finding. The patient remained on impella cp and ECMO support at the time of reporting. Previous clinical narrative: an impella cp device was inserted via the right femoral artery in a 57-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage c cardiogenic shock. The patient¿s comorbidities were not reported. The patient was primarily supported with extracorporeal membrane oxygenation (ECMO) at the time of impella cp support. During ongoing support, the patient was noted to have a mottled right lower extremity at the impella access site, and distal pulses were unable to be obtained, consistent with limb ischemia. The cause of the ischemia was not reported, and no further details regarding evaluation or interventions were provided. Additionally, hematuria was observed during support; however, no further clinical details, diagnostic evaluation, or interventions were reported regarding this finding. The patient remained on impella cp and ECMO support at the time of reporting.

Manufacturer narrative:
Additional information was provided which states that the patient expired. Updated sections: b2 selected death and added date of death b5 clinical narrative updated d6a/d6b implant and explant date added h1 changed to death h6 impact code added f02.